Event description:
As reported, upon inserting a 6/7f mynx control vascular closure device (vcd) into and unknown sheath, it was noted that the sealant was frayed and not deployed. A new unknown mynx device was used and the procedure was completed. There was no reported patient injury or complications. The user is not trained to the device, however being observed. The device/packaging was inspected prior to use, and no damages were noted. The device was prepped per the instructions for use (IFU). The device will be returned for analysis.

Manufacturer narrative:
As reported, upon inserting a 6f/7f mynx control vascular closure device (vcd) into an unknown sheath, it was noted that the sealant was frayed and not deployed. A new unknown mynx device was used and the procedure was completed. There was no reported patient injury or complications. The user is not trained to the device, however being observed. The device/packaging was inspected prior to use, and no damages were noted. The device was prepped per the instructions for use (IFU). One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was also not depressed. The stopcock was found in the open position, with a cordis mynx syringe attached to the unit. The sealant was partially exposed from the sealant sleeves and swelled from exposure to blood. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed on the sealant sleeves due to their frayed/split/torn condition. Additionally, the catheter's working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test was performed to evaluate device functionality. The unit functioned as intended, successfully deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. Additionally, no damage or anomalies were observed in the sealant; only swelling was noted due to exposure to blood. The functional test to evaluate the insertion/withdrawal into a csi could not be performed due to the following: the csi was not returned, and lab simulation could not be performed due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant-damaged¿ was not observed through analysis of the returned device as there were no damages/frayed condition noted to the sealant aside from it swelling with blood. However, the sealant sleeves were noted to be frayed/split/torn, which may have been the event the customer experienced. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.